Event description:
It was reported that the patient was hospitalized on (B)(6) 2012 for increased seizures. Per reporter, in the course of hospitalization diagnostics were done and patient had high lead impedance. The patient underwent full revision surgery on (B)(6) 2012. Explanted products were returned to the manufacturer, but analysis is pending.

Event description:
An analysis was performed on the returned products. During the visual analysis of the returned 153 mm portion the 1st quadfilar coil appeared to be broken approximately 115 mm from the end of the cut outer silicone tubing. Scanning electron microscopy identified the area as being thin which prevented identification of the coil fracture type with fine pitting, mechanical damage and evidence of electro-etching on the surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. The abraded opening and slice marks found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explant process. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Note that since the electrode section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No anomalies were found upon analysis of the generator. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred.